Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle components detached from the delivery catheter system (dcs). The tip-retrieval mechanism appeared intact. The device was received with the capsule fully opened. The device was returned with the end cap/screw gear snap fit connected. The capsule appeared intact with no evidence of damage. The inner member shaft and spindle hub appeared intact with no evidence of damage. A hairline crack was observed on both tab 3 and tab 4 of the male actuator component. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned to medtronic for analysis. The device was received with the actuator components separated from the dcs, confirming the reported event. A hairline crack was observed on both snap fit tabs of the male actuator component. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. A CAPA was initiated to investigate the root cause of actuator separation events. The unable to load issue most likely are due to the actuator separation. The system was replaced. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the loading a 29-millimeter (mm) transcatheter bioprosthetic valve with this delivery catheter system (dcs), the actuator of the handle separated during the crimping process. The system was replaced. A 29mm transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.